Event description:
It was reported that the pump generated repeated motor stall alerts that were not resolved after priming and rewinding, consistent with a consecutive stalled motor during insulin delivery. Symptoms included potential interruption of insulin infusion without reported clinical effects. Outcomes included no reported impact on daily activities or healthcare utilization. Investigation included customer troubleshooting and education. Investigation of this case revealed a stalled motor condition consistent with a device mechanical malfunction. It was concluded that the event was attributable to a device component failure related to the motor drive mechanism.